Event description:
It was reported to boston scientific corporation that during a percuflex plus ureteral stent placement procedure, the sensor guidewire and a metal needle were used together, and the tip of the guidewire detached inside the patient. Reportedly, the procedure was completed with this device, with no patient complications. The detached fragment of the guidewire remains inside the kidney tissue of the patient, and is not expected to pass naturally. The patient will be scheduled for an appointment to remove the fragment through a scope.

Manufacturer narrative:
(B)(4). The complainant reported that the device was not used past the expiration date.

Manufacturer narrative:
Based on the information provided by the complainant, it has been determined that this device was not used in accordance with the directions for use which states, "do not manipulate, advance and/or withdraw the guidewire through a metal cannula or needle."

Event description:
It was reported to boston scientific corporation that during a percuflex plus ureteral stent placement procedure, the sensor guidewire and a metal needle were used together, and the tip of the guidewire detached inside the patient. Reportedly, the procedure was completed with this device, with no patient complications. The detached fragment of the guidewire remains inside the kidney tissue of the patient, and is not expected to pass naturally. The patient will be scheduled for an appointment to remove the fragment through a scope.